Manufacturer narrative:
Programmer model 7434-e, serial # (B)(4); lead model 3586, serial # (B)(4), implanted: (B)(6) 1990, explanted: unknown; extension model 7492, serial # (B)(4), implanted: (B)(6) 1990, explanted: unknown.

Event description:
It was reported that the caller read impedances over 4,000 ohms on some bipolar pairs. The only electrode pair within normal limits was c and 0. All others were open. It was also reported that the device was near end-of-life / end-of-service. This appeared to be normal battery depletion.